Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast though not verified, legal representative stated the patient experienced new onset vaginal bleeding possibly from vaginal atrophy, large volume, continuous urinary incontinence; small mesh erosion in the base of bladder with a corresponding fistula at the anterior vaginal wall, ua with trace blood, claimant with indwelling foley catheter to help reduce degree of urine incontinence through the vagina, uc positive, vesicovaginal fistula repair, partial vaginectomy, vaginal mesh excision, cystourethroscopy with suprapubic tube placement under general anesthesia for vesicovaginal fistula and vaginal mesh exposure vaginally and into the bladder wall.